Manufacturer narrative:
The mammotome mr targeting set consists of a cradle, a sleeve mount assembly, and an obturator/stylet for accurate probe placement for conduct of a breast tissue biopsy procedure. The device has not been received for analysis. However, follow up with the surgeon discovered that his technique includes placing the targeting set into the breast just about 1 cm, then inserting the cube into grid unintentionally causing a fulcrum to occur on the proximal end of the aperture. This can occur more easily if the tip is in an upward angle when the cube is being pressed into the grid. The surgeon's current technique does not follow IFU instructions which state: 1. Insert obturator/stylet with depth markings into sleeve with z-lock. 2. Set and lock z-depth, aligning black triangle with top line of obturator/stylet. 3. Orient the cube. 4. Place cube in grid. 5. Insert targeting assembly into cube up to the z-lock. Caution: to minimize the risk of obturator breakage at the aperture, do not twist or torque the targeting set during insertion. Using a targeting set from another lot, and following the surgeon's technique, the event was duplicated. On october 25, the doctor was retrained on the proper steps for preparing the mammotome mr targeting set. There was no patient adverse event. However, based on the potential for the obturator to break and leave an unintended piece of the device in the patient breast, the additional surgical procedure to remove and pursuant to 21 cfr 803, this event was determined to be a reportable malfunction. Thus, we are submitting this medwatch report.

Event description:
The sales rep reported that (2) obturator's bent during procedure.